Manufacturer narrative:
The field service engineer (fse) visited the customer site and performed decontamination and necessary cleaning and maintenance. The fse identified some cotton pieces in the incubation section of the instrument. Pinch tubes were checked and applicable adjustments were made. Based on a review of the alarm trace, several alarms were identified related to sample volume or sample quality (B)(6) 2016.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. Patient 1 initial hcg + b result was 908 miu/ml. On (B)(6) 2016 a new sample was obtained and the result was 14.19 miu/ml. This sample was repeated and the result was 1137 miu/ml. The repeat result was considered to be correct since this patient is pregnant. On (B)(6) 2016 patient 2 (female with date of birth of (B)(6) 1988) initial hcg + b result was 200 miu/ml. This result was reported outside of the laboratory. On (B)(6) 2016 the sample was repeated twice with results of <0.1 miu/ml and <0.1 miu/ml. The repeat results were considered to be correct since this patient is not pregnant. No adverse event occurred. The hcg + b reagent lot number was 15654200 with an expiration date of 09/30/2017. The field service engineer visited the customer site and stated that, in general, this customer does not use enough sample volume in the sample tubes. Based on the data provided for investigation, the sample draw volume is listed as 2 ml which is too low. Based on a review of the quality control (qc) data provided by the customer, an instrument check is strongly recommended since qc performance is not acceptable.

Manufacturer narrative:
The fse ran a precision check and performance testing and obtained good results. A specific root cause was not identified. A general reagent issue can most likely be excluded. Based on the data provided, the most likely root causes may be related to instrument conditions at the time of the event (qc imprecise and there were cotton fragments in the incubation section), or issues with sample quality (clots/fibrin caused by improper sample volume and improper clotting procedure. Additionally, several alarms suggest a possible pre-analytic issue.